Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
It was reported the silted external high-concentration waste tubing of the architect c16000 processing module caused the sudden loosening of the high-concentration waste tubing a causing waste to be sprayed in the face of the field service representative. No intervention was required besides washing with soap and water. The personal protection equipment that was worn was a lab coat, nitrile gloves, and a surgical mask. No impact to patient management or user safety reported.

Manufacturer narrative:
A field service representative (fsr) was sprayed in the face with waste liquid when servicing the architect c16000, serial # (B)(6) and the tbg, external hc waste (rohs) and tbg. H.c. Nozzle a waste (rohs) dislodged spraying the fsr. The tbg, external hc waste (rohs)_part number 7-203164-01 and tbg. H.c. Nozzle a waste (rohs)_part number 7-203008 were deemed the likely cause for the face splash. Labeling was reviewed and found to adequately address the issue. The instrument service history review revealed no additional service tickets associated with the issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the architect c16000 or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Based on the investigation, no systemic issue or deficiency for the architect c16000 processing module sn (B)(6) was identified. Corrected information in h6 - health effect clinical code.

Event description:
It was reported the silted external high-concentration waste tubing of the architect c16000 processing module caused the sudden loosening of the high-concentration waste tubing a causing waste to be sprayed in the face of the field service representative. No intervention was required besides washing with soap and water. The personal protection equipment that was worn was a lab coat, nitrile gloves, and a surgical mask. No impact to patient management or user safety reported.